Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Based upon the inspection of the returned sample the reported event was reassessed and deemed not reportable. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned fully mated and fully rear locked. The carrier tube was found to have been cut within the latches. No other damage or issues were identified. The carrier tube hub was subsequently opened to inspect the suture component. The suture was found to have been undeployed, and functional testing was performed by attempting to deploy the component. The component was able to be deployed, and no issue was identified with device deployment. The complaint was confirmed for withdrawal difficulty. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). Therefore, this event is currently deemed a non-reportable event.

Event description:
The user facility reported that when the doctor used the angio-seal first time with the representative (in certified for training) in the level of setting the encore (anchor), the doctor did not successfully pull until "click" (second click). The device was stuck inside the puncture site without the ability to pull back for sealing. A call was made to another doctor during the procedure, and he gave advice on what to do. It finished with the suture rolling out from hub. The patient was okay and there was no harm. Additional information was received on 03apr2025: hemostasis was achieved after the actions taken, using the subject device. The procedure before using angio-seal was critical limb ischemia (cli). A 6 french procedure sheath was used. There was a problem with pullback, they cut the white "straw" to remove the device. A pre-deployment angiogram was performed. The patient was stable. No blood loss was reported. No concomitant medical products used with the angio-seal.

Manufacturer narrative:
D6b: explanted date: device was not explanted e2: health professional: unknown e3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.